Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) was confirmed. Upon investigation the black pulse wire was open inside of the trunk cable. The open pulse wire caused the reported alarms. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.

Event description:
A zoll pt service rep called zoll customer support to report that a (B)(6) male pt was receiving constant check therapy electrode alarms. The pt was issued a replacement electrode belt.